Manufacturer narrative:
The customer¿s report of the tubing pulled apart was confirmed. During visual inspection a separation was observed between the silicone tubing pump segment and the upper fitment. The ring retainer was missing from the set but a ring retainer indentation was observed around the end of the silicone tubing where the separation occurred, indicating that the set connection had been intact prior to use. No other damage was observed on the set and its components. Measurement of the silicone pump segment tubing found it to be within specification. Functional testing was not performed due to the separation. The root cause of the customers report of the tubing pulled apart was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported an IV "tubing pulled apart at start of administration". There was no report of patient involvement.